Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on the left ventricular channel along with failure to capture. Technical services stated that programming and x-ray imaging was performed. There was a sudden spike in the impedance measurements. Ts and boston scientific representative stated that it could be a set screw issue and the plan is it continue monitoring. This device remains in service. No adverse patient effects were reported.